Manufacturer narrative:
The subject device was received and evaluated . Device evaluation found pinhole on the a-rubber (bending section) and due to the pinhole, leakage noted (watertightness is lost). The reported issue of "pinhole in the bending rubber" was confirmed. Furthermore, evaluation found, the image guide (ig) insertion section connecting tube coating material was observed to be peeling (1mm2 or more). This findings noted to be attributed to deterioration, handling issue. Additionally, the following defects were identified during device inspection: stretched angle wire. Due to wear of angle wire, bending angle in up direction does not meet the standard value. Adhesive on a-rubber has a chip. Connecting tube has a dent. Scratch found non connecting tube, grip, angulation lever, universal cord, ud plate. El-connector has discoloration due to water leakage. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Event description:
Company representative reported with an issue of pinhole in the bending rubber. The issue found during an unknown event. No harm was reported. No patient harm, no user injury reported as a result of the reported issue. Device evaluation found peeling of the coating of the image guide (ig) insertion section (1mm2 or more) . This report is being submitted due to the finding of peeling of the coating of the ig insertion section (greater than or equal to 1 x 1 mm2), deterioration.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and correction to d5. Since the device is more than 15 years old, the device history record was unable to be reviewed. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, it¿s likely the coating of insertion tube was peeled off due to stress of repeated use, external factors, or handling. The root cause of this event was unable to be identified. Olympus will continue to monitor field performance for this device.